Event description:
Additional information was received. It was reported that there was a malfunction of the system that resulted in the wrong side of the brain being operated on with tissue removal which was unplanned and unnecessary. During exploration of the cerebellum the surgeon was unable to identify the tumor despite the system indicating they were in the right cerebellar hemisphere. A scan was performed intra-operatively which demonstrated the left cerebellar hemisphere had been surgically explored. The client was placed in the prone position and the surgery was completed using the system. The wound was reopened with a craniectomy extended to the right and the tumor was identified and debulked.

Manufacturer narrative:
H2: additional information was received. B5 has been updated. Additional information suggests there was unnecessary tissue removal. Marked this as an adverse event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient age not available from the site. Patient weight not available from the site. UDI not available for this system at time of filing. Other relevant device(s) are: product ID: 9733937, serial/lot #: version (B)(4). Device manufacturing date not available for this system at time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that after a successful registration and craniotomy, the images on the navigation were showing the pathology were marked and accessed. When no pathology was found, the craniotomy was extended, and the pathology was found on the contralateral side. The navigation information was estimated to be inaccurate by 10-20 centimeters. The use of navigation was aborted, and the surgeon continued with an open procedure. This issue occurred intraoperatively and did not cause any surgical delay.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: event date corrected. Regulatory report 1723170-2019-05501 was confirmed to be a duplicate of this case and the event date should be (B)(6) 2019 rather than (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that this issue was caused by a user error. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.